Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ pain: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ crease/folding of implant: observed creases on device. ¿ fatigue: unable to observe as it is not related to the manufacturing process. ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. As per the investigation procedure wear abrasion and creases was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side capsular contracture baker grade 3, "deformity of breast reconstruction", "soreness of musculoskeletal shoulder and chest girdle, heaviness of implant, asymmetry, breast tissue hurts" and "chronic discomfort of breast reconstruction." The event of "mild pain in neck and back, often feeling tired, fatigued, or sleepy" is not device related. Device was explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade 3, "deformity of breast reconstruction", "soreness of musculoskeletal shoulder and chest girdle, heaviness of implant, asymmetry, breast tissue hurts" and "chronic discomfort of breast reconstruction." The event of "mild pain in neck and back, often feeling tired, fatigued, or sleepy" is not device related. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.